Event description:
Caller reported aviva system blood glucose result at 09.18 was 152 mg/dl; at 13.22, it was 311 mg/dl and he took 12 units of novolog instead of his usual 4 - 6 units based upon that 311 mg/dl result. Same system retest result at 19.14 was 274 mg/dl, but he had hypoglycemic symptoms. He was shaky, dizzy and weak. He was unable to walk. His wife had to help him to the table. While he did not pass out, he felt like he was going to. He was unable to self-treat and his wife brought him orange juice and he started to feel better after drinking it. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.